Manufacturer narrative:
Implanting surgeon: (B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2021. During the procedure, the plunger got stuck and would not deploy without an excessive force applied on the device to pull it back. As result, the suture could not be deployed. The photo provided in the complaint report showed the device outside the patient with the carrier extended while the handle was in the relaxed position. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.